Event description:
Patient called to report "opening" and "fluid" complaints on the left side. Device remains implanted.

Manufacturer narrative:
The event of "wound dehiscence/drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence/drainage.

Event description:
Patient called to report, "opening" and "fluid". Complaints on the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.